Event description:
It was reported that the bd minibore bi-fuse ext set 2cc experienced leakage. The following information was provided by the initial reporter: leaking extension set at point of bifurcation. "This time we had backflow from a cannula, so a decent amount of blood, so that's quite a risk unfortunately".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd minibore bi-fuse ext set 2cc experienced leakage. The following information was provided by the initial reporter: leaking extension set at point of bifurcation. "This time we had backflow from a cannula, so a decent amount of blood, so that's quite a risk unfortunately".

Manufacturer narrative:
H6: investigation summary a mp2202c-0006 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 20105553. The feedback provided by the customer suggests leakage was detected from the tubing to tubing connector of the maxplus extension set, which resulted in backflow of blood. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105553 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.